Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned and in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The devices were tested on a generator and no error codes were received. Upon further testing with a generator for device a, it was concluded that the max button on the hand control was not functional. For device b, after additional testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Lot number = a4an39 (second number provided). Other number = a9ac7k (device b batch number); exp date = 06/2010 (device b).

Event description:
It was reported that during an unknown procedure, there was not any function after a few minutes. The handle could not move. Took new instrument to complete the case. No further information is available. No patient consequence.